Manufacturer narrative:
The ventilator was investigated on site and five parts were replaced in the servo-u (pressure transducer printed circuit board (pcb), expiratory channel pcb and monitoring pcb. All the replaced parts were returned for investigation. The received logs confirmed the reported failures at time of the event. The investigation revealed that the returned servo-u parts passed all tests without any discrepancy when they were connected to a test ventilator. The conclusion is that the reported failure could not be reproduced during our investigation. The root cause could not be determined since the reported problem could not be reproduced.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage, pressure transducer and safety valve tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).